Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a failed safety mechanism is confirmed; however, the exact cause is unknown. Two photographs of a powerglide pro were returned for evaluation. An initial visual observation of the photographs showed the device outside of the patient with catheter and slider mechanism removed and the guidewire in the extended position. The safety mechanism was not activated and remained on the needle shaft inside the housing. No additional details regarding the failure were observed on the device. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the needle didn't have the clear piece to safety the device. The clear piece was noted inside of the powerglide housing. Device used on patient but no needle stick injury.